Manufacturer narrative:
Two opened and used reservoirs were evaluated and the reservoirs, snap cap and septum inspected for anomalies. None were found. An occlusion test was run and the reservoir were not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was 339 mg/dl. The customer stated that she changed the infusion set and the reservoir read no delivery. The customer stated that while blousing, she received the error message. The customer was advised that the no delivery alarm is causing the high blood glucose readings. The customer was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer was advised to manually push the plunger and verify the tubing exits. The customer stated that insulin did not exit and the pump alarmed no delivery. The customer is being sent a replacement reservoir.